Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During visual inspection, the guidewire ptfe (polytetrafluoroethylene) coating was examined and it was discovered that the ptfe was peeled/scraped off on several places along its proximal section between approximately 25.0cm to 30.0cm section (from its proximal end). The ptfe coating was scrapped on one side on the guidewire and on some places the ptfe coating was scrapped 360 degree on the guidewire. The coating was scraped on several places along the guidewire proximal length. The ptfe coating appeared to be scraped off of the guidewire with the torque device colett. The guidewire was examined. Additionally, the guidewire distal section and hydrophilic coating was examined along its length. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. Additionally, the core wire distal end was observed through the distal tip dome. The guidewire was shaped on its distal section. The nitinol tubing proximal bond was in place. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The wet guidewire did not reveal any anomalies on the hydrophilic coated section. The guidewire was bent along its nitinol length. The functional evaluation was not performed due to the nature of the complaint. The microcatheter was examined by cork and it was found to be kinked. The anomalies found on the products are known to adversely affect the functional performance of the product. The reported complaint was confirmed based on the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to either the microcatheter or guidewire packaging, no anomalies were noted to either one of the two devices prior to use, both devices were prepared as per the dfu, the dispenser hoop was flushed with saline before removing the guidewire, guidewire introducer was used to facilitate insertion of the guidewire, no difficulty was encountered loading the guidewire into the microcatheter, continuous flush was maintained during the procedure, friction was felt at the distal tip of the guidewire during advancement of the devices through the patient's anatomy, which was very tortuous. It was mentioned that large amount of resistance was felt during the procedure and there were two 180 degree bends in the vasculatures. The condition of the returned guidewire observed during product inspection suggests that excessive torque and manipulation during use resulted in the observed damage. Due to this observation, an assignable cause of handling damage was assigned to the as analyzed code 'guidewire ptfe coating peeling'. Additionally, these anomalies found on the products are known to adversely affect the functional performance of the product. As a result, the assignable cause of handling damage was assigned to the as reported codes 'guidewire difficult to advance' and 'device difficulty engaging target vessel.'

Event description:
The guidewire (subject device) was returned for analysis, and it was ptfe (polytetrafluoroethylene) was peeled/scraped off on several places during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.